Event description:
Additional information was received indicating that a device download was performed to resolve the event. The device was interrogated and some, but not all, of the episodes were downloaded. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, interrogation issues were observed while attempting to retrieve records from the device. A seconded programmer was used and the interrogation issues continued. No intervention has been performed at this time. The patient was in stable condition.